Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 mobile application was frozen. Dexcom representative educated the patient on "killing" the g5 mobile application, this was successful. No additional patient or event information is available.